Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was removed due to infection. The patient's condition was reported to be satisfactory post-procedure.